Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro 2 extension cable was found to be cracked at the coupling that plugs into the device. This was discovered prior to the case. The cable was replaced with another and was send to biomed. No harm or adverse events occurred.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on 03/22/2022. An investigation was conducted on 09/30/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. One of the collars of the extension cable was observed to be separated from the cable, exposing the inner black cable. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "crack" was confirmed.

Event description:
N/a.